Manufacturer narrative:
Complaint conclusion: the balloon of a 5 x 40mm saber pta catheter ruptured at 4 atm (four atmospheres). It is unknown how the procedure was completed. There was no reported patient injury. The patient¿s information was unknown. The target lesion was the external iliac artery. The lesion was heavily calcified and moderately tortuous. The rate of stenosis was 99%. There was no difficulty removing the saber balloon from the hoop or removing the balloon cover/stylet. There were no kinks or damages noted to the device prior to use. The device was prepped normally with no anomalies noted during prep. The contrast media, contrast ratio, and brand indeflation device were unknown. It is unknown if there was any difficulty advancing the guidewire to the lesion. An ipsilateral approach was made. A 5x40mm saber pta catheter was inserted into the patient delivered to the lesion. It is unknown if there was resistance/friction as the device was inserted into the patient; or if there was difficulty experienced as the device was advanced to and across the lesion. The balloon was inflated; however, it ruptured at 4atm during its second-dilation. The leakage of media was observed. It was unknown if the catheter was ever in an acute bend or kink during use. It is unknown if the balloon initially inflated normally before rupture. It is unknown if the balloon catheter was removed easily from the patient; however, it was removed intact (in one piece). It was unknown how the procedure was completed, or what balloon was used to replace the saber. The procedure was finished successfully. There was no reported patient injury. The product was not returned for analysis. A device history record (DHR) review of lot 17398068 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of heavy calcification, moderate tortuosity and a rate of stenosis of 99% may have contributed to the reported event. According to the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles, it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.

Event description:
As reported, the balloon of a 5x40mm saber pta catheter ruptured at 4 atmospheres (atm). It is unknown how the procedure was completed. There was no reported patient injury. It will not be returned for analysis. The patient's information was unknown. The target lesion was the external iliac artery. The lesion was heavily calcified and moderately tortuous. The rate of stenosis was 99%. There was no difficulty removing the saber balloon from the hoop or removing the balloon cover/stylet. There were no kinks or damages noted to the device prior to use. The device was prepped normally with no anomalies noted during prep. The contrast media, contrast ratio, and brand indeflation device were unknown. It is unknown if there was any difficulty advancing the guidewire to the lesion. An ipsilateral approach was made. A 5x40mm saber pta catheter was inserted into the patient delivered to the lesion. It is unknown if there was resistance/friction as the device was inserted into the patient; or if there was difficulty experienced as the device was advanced to and across the lesion. The balloon was inflated; however, it ruptured at 4atm during its second-dilation. The leakage of media was observed. It was unknown if the catheter was ever in an acute bend or kink during use. It is unknown if the balloon initially inflated normally before rupture. It is unknown if the balloon catheter was removed easily from the patient; however, it was removed intact (in one piece). It was unknown how the procedure was completed, or what balloon was used to replace the saber. The procedure was finished successfully. There was no reported patient injury. The product was clinically used.